Manufacturer narrative:
Siemens field service engineer replaced cif (cartridge interface frame) assy. Old cif assay alignment was -0.008 (outside +/- 0.003) and was replaced one year ago. The new cif alignment is -0.00. It's within range of +/- 0.003 and ok, calibration passed without any drifts/problems, aqc level 1, 2 & 3 are passed. Compared some patient samples and these were ok. System is ready for routine measurements. Siemens representative requested customer to monitor system for some days/weeks to see if problems with electrolytes are solved. Investigation is being carried out by siemens customer product support team to make sure no additional issues found.

Event description:
Customer reported discordant results on the instrument. There was no report of injury due to this event.